Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a complete balloon circumferential tear at 1cm distal to the proximal edge of the balloon sleeve. A break was also present in the shaft at the lapweld site. The stretched distal section of the shaft break and distal section of the balloon tear was received along with this device in a plastic container. A longitudinal tear was present along the distal section of the balloon tear. The shaft was severely stretched and kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention, a balloon rupture and distal detachment of a portion of the catheter occurred. Treatment was for instent restenosis of a dialysis fistula. The 12.0 x 40mm mustang balloon was inflated and ruptured circumferentially, on the 1st inflation. The distal 15mm of balloon material and 10cm of the balloon tip detached inside the patient and was removed with a snare. The procedure was completed with a 4.0 x 12mm non bsc balloon catheter. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous intervention, a balloon rupture and distal detachment of a portion of the catheter occurred. Treatment was for instent restenosis of a dialysis fistula. The 12.0 x 40mm mustang balloon was inflated and ruptured circumferentially, on the 1st inflation. The distal 15mm of balloon material and 10cm of the balloon tip detached inside the patient and was removed with a snare. The procedure was completed with a 4.0 x 12mm non bsc balloon catheter. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).